Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review showed that there were no issues related to this issue on the product or its components during the manufacture of the material. A corrective action cannot be applied since it is not possible, without the sample, to identify the defect reported and to investigate its root cause. In order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the information provided. An attempt to duplicate the failure mode was made but at this time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges a leak in the device from the alleged incorrect engagement of the wing nut to the gas source. No pt injury reported.